Manufacturer narrative:
This report is for an unknown locking cervical screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: khouri, n. Et al. (2010), proximal femoral osteotomy in neurologic pediatric hips using the locking compression plate, journal of pediatric orthopedics, vol. 30, no. 8, pages 825-831 (france). Doi: 10.1097/bpo.0b013e31820156f2. The goal of this study is to describe the surgical technique, indications for surgery, clinical and radiographic results, and the eventual complications. Between september 2006 to february 2009, a total of 52 patients (30 males and 22 females) underwent proximal femoral osteotomy using an unknown synthes locking compression plate. Among 70 operated hips only 59 operated hips had a follow-up superior to 1 year. The following complications were reported as follows: 2 cases of heterotopic ossification observed between the lesser trochanter and the ischium but did not alter the hip motion. 1 patient had minimal persistent hip pain many months after surgery, which may result from an irritative bursitis. This is for an unknown synthes locking cervical screws. It captures the reported events of two cases of heterotopic ossification and one case of persistent pain was identified. This is report 2 of 4 for complaint (B)(4).